Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors took longer than expected to finish the infusion; there was leftover drugs (50-80ml) in the bottles. This was observed during patient infusion. The expected therapy time was 46 hours; however, the actual infusion time was 53 hours or more. The devices were filled to nominal volume (115ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual devices were not available; however, two (2) photographs of samples were provided for evaluation. Visual inspection was performed which showed residual fluid inside the device's bladder which suggests a possible underinfusion occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.